Event description:
Customer reported problem with pins and locking. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was dirty, oily, and corroded. This is attributed to faulty handling. The device was repaired and returned to the customer on (B)(4) 2013. (B)(4). Placeholder

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Statement corrected in this report: during pre-repair assessment performed by a technician, functional testing was performed and revealed the device was dirty, oily, and corroded. The technician also found the material filled with pin filings. This is attributed to faulty handling. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.